Event description:
The customer reported that they have been experiencing high and low blood glucose levels. The customer stated that they have been waking up with blood glucose as high as 200 mg/dl. They check their blood glucose as soon as they wake up and right before breakfast and there is usually 20 point difference. A few days prior the customer's blood glucose was 300 mg/dl and the customer thought it was because they used a new type of balsamic vinegar. The customer administered a large amount of bolus which caused a drop in their blood glucose to 57 mg/dl. The customer stated that when they deliver a bolus for snacks, their blood glucose levels drop too low and if they don't deliver a bolus, their blood glucose spikes. The customer was advised to speak with their doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.